Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the of the actual device used in the incident, it was determined that full height drawer 1 had intermittently failed. A field service engineer inspected the backside latch assembly, cleaned the sensor, and checked the rails. No adverse issues were detected. The drawer was tested in the storage space device more than five times and functioned properly. The system operated as intended after the field service engineer completed the repair.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had hardware failure. The drawer failed to open and even after customer troubleshoot with reboot the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.